Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol marlex (bard flat mesh) (device #2). An additional emdr was submitted to represent the bard/davol marlex (bard flat mesh) (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that patient underwent two hernia repair operation on (B)(6) 1995 and (B)(6) 1998 and two unknown bard/davol marlex meshes (bard flat mesh) were implanted. It is alleged that the patient sustained injury, loss and damage as the consequence of the mesh implant. Attorney also alleged that following the operation the patient has been left in significant pain and experiences constant pain in back and groin. As a result of this patient developed psychological symptoms. It is also alleged that the device was defective.